Manufacturer narrative:
Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvederm vista volbella xc in the forehead. Seven months later, patient experience swelling where hyaluronic acid was injected and developed late onset allergy and infection that suspected due to acne outbreak caused an immune response, and a delayed allergy occurred at the injection site. Patient was treated with antibiotic was orally administered and pus was drained. Symptoms are on-going.